Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to high blood glucose with ketones and treated with IV and fluids of saline and insulin on (B)(6) 2026 due to bent cannula.